Event description:
The customer reported the device did not have audible alarms; it seems like speaker is out. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips technical consultant identified the audio device settings were incorrect. The settings were updated to resolve the customer's issue. The device remains in use at the customer's site.